Event description:
It was reported that 2 unspecified bd safeclips experienced device jamming during use. The following information was provided by the initial reporter: consumer reported safe clip is not clipping needles. Consumer reported clipping mechanism is jamming after needle is inserted.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that 2 unspecified bd safeclips experienced device jamming during use. The following information was provided by the initial reporter: consumer reported safe clip is not clipping needles. Consumer reported clipping mechanism is jamming after needle is inserted.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 unspecified bd safeclips experienced device jamming during use. The following information was provided by the initial reporter: consumer reported safe clip is not clipping needles. Consumer reported clipping mechanism is jamming after needle is inserted.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-01-06. H6: investigation summary customer returned a safeclip needle trimmer from lot 9192035. A spare pen needle could not be inserted into safeclip. The mouth of the needle trimmer notably contained another trimmed needle segment. The safeclip remained stuck in its current configuration and could not be released in order to remove the segment and test its cutting ability. Wear to the device over numerous uses may be sufficient to result in difficulty using the device. Build-up of the remnants of clipped needles may further inhibit usage. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the sample received, bd was able to confirm the customer¿s indicated failure of the safeclip not operating correctly. The root cause of the safeclip being blocked to the point of being unable to trim needles may be numerous uses over time wearing down the port and the clipper becoming occluded with material from previously clipped needles. H3 other text : see h10.

Event description:
It was reported that 2 unspecified bd safeclips experienced device jamming during use. The following information was provided by the initial reporter: consumer reported safe clip is not clipping needles. Consumer reported clipping mechanism is jamming after needle is inserted.